Manufacturer narrative:
The product was not returned for analysis.

Event description:
It was reported that a few days after this system was first implanted, this patient presented to the emergency department with chest pain. A heart perforation was confirmed. Subsequently, both this right atrial (ra) lead and the rv lead were repositioned. No additional adverse patient effects were reported.